Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Additional information: the following information was obtained: patient was on medications for arrhythmia. Unsure of success. Device was not kept. Overnight expiration. Patient was extremely sick and physician was aware this could be an outcome. No other information.

Event description:
On (B)(6) 2025, a 67-year-old male with a history of coronary artery bypass graft surgery five years prior was driving when he experienced a syncopal episode. Emergency medical services arrived on scene and found the patient in cardiac arrest. Defibrillation was performed, and two doses of epinephrine were administered. The patient experienced another cardiac arrest in the emergency department, and after return of spontaneous circulation he was transported to the cardiac catheterization laboratory. Evaluation demonstrated an acute st-segment elevation myocardial infarction with complete occlusion of the left main coronary artery. An impella circulatory support device was implanted, and a single drug-eluting stent was placed in the left main artery. During the overnight period, the patient experienced another cardiac arrest and died. Although this event is being conservatively classified as a death for reporting purposes, the patient¿s critical clinical condition was likely the primary factor contributing to the fatal outcome.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.